Manufacturer narrative:
11/8/2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - roto-cam scissors returned in used condition, not showing any unusual markings. There is a yellow tape marking and the hinge at tip is broken. This may happen if too much pressure is used to the tip, when in use. The complaint report is confirmed; damaged worn. Device history evaluation: device history record reviewed and no anomalies found for reported incident.. Conclusion: the root cause has not been identified as a workmanship or material deficiency.

Event description:
Customer initially reports: during the surgery, the customer found that the hinge of the jaw was damaged and came off, though it was the second time use of the device. They are afraid that the parts of the device still remained in patient¿s abdomen. (B)(6) 2017 customer reports laparoscopic cholecystectomy being performed. They did x-ray to confirm whether the device is xray transparent or not. No indication that any part was visualized. No harm identified at this time.